Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The reported complaint could not be confirmed nor duplicated during their evaluation. The motor was operated with a test system for an extended period of time and no issues were observed at any point. Full functional testing was performed per the centrimag motor service process and the unit passed all tests. Resistance and insulation testing of the motor's cable as well as a visual inspection of the cable did not reveal any issues. The returned motor functioned as intended during the investigation. As a result, the root cause of the reported event could not be conclusively determined during the investigation. The tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #pl-0047) section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (doc. #pl-0280, rev. 09) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported a centrimag motor failure. There was no further information reported.